Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer fell into a lake and the pump was submerged in water. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was impacted (250-300 mg/dl). The customer stated no actions would be taken at that time to address elevated bg level. The customer indicated their healthcare provider would be contacted for alternate insulin therapy.